Manufacturer narrative:
Evaluation codes: updated. Device evaluation: no lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Event description:
It was reported that the device was not working. There was unknown patient involvement.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. H3 - other: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.